Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the front panel was slightly bent above the pressure manometer. The housing contained minor nicks and scratches. There was no evidence to review in the device's event history log. A relief pressure check was performed and the reported issue was duplicated. The cause of the reported issue was due to the relief pressure being out of calibration. As a result, the variable relief kit was replaced, and preventive maintenance was performed. The service history review found the previous service which calibrating the variable relief valve is related to the complaint. Service history is attached. D3, g1, and g2 email is: regulatory.responses@icumed.com, d4 UDI (B)(4).

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed pressure test. Patient involvement unknown.